Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient began to experience urinary incontinence after his artificial urinary sphincter (aus) worked perfectly for two years. Upon explant, a small leak was observed in the cuff. All components were removed and replaced.